Manufacturer narrative:
One heal collar 5.7x6.5, 5mm (hc565) was returned for investigation. Visual evaluation of the as returned products identified signs of use around the threads. However, one impl tapered scr-v ha 6mm 5.7mm 10mm (tsv6h10) was reported but not returned. Functional testing was performed using an applicable in-house implant. The device could not be threaded fully into the implant. Pre-existing condition noted in the per was moderate bone density ¿ type ii. The devices were intended for tooth #14. X-ray or picture images were not provided and no other information was provided. Appropriate documentation was reviewed. DHR review for the lots (2021020367& 1244103) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (2021020367& 1244103) for similar events and no other complaint was identified. Based on the available information, healing collar malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided . Date of event unknown / not provided.

Event description:
It was reported that the healing collar would not seat in patient's mouth at tooth # 14. The implant was buried. As a result of this event, no injuries to patient reported.